Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on (B)(4) 2017, that on (B)(6) 2017, the patient experienced continuous glucose monitor (cgm) inaccuracies and an adverse event. It was reported that the patient saw a low reading of 39 mg/dl on the cgm and decided to treat herself by eating peanut m&ms, a small pastry, half an apple and an orange. In addition, the patient administered herself with a glucagon shot. After the patient treated herself, she went to bed. No additional patient or event information is available. Data was returned for evaluation. A review of the data log confirmed the reported inaccuracies. A root cause could not be determined.

Manufacturer narrative:
(B)(4).

Event description:
Subsequent to the initial MDR, further contact was made with the patient on 08/11/2017. It was reported that the patient did not treat herself with a glucagon shot; however, she did take 2 glucose tablets. There were no symptoms reported therefore, this is not considered an adverse event. No additional patient or event information is available.